Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs observed a bent reagent probe which was replaced. There have been no further reports of discrepant results since the reagent probe was replaced. A review of the alinity c system sn# (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformance's. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity c system sn# (B)(4). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated sodium (na), potassium (k) and chloride (cl) results generated on the alinity c analyzer on one patient post cycling power to the analyzer. Results provided: na = 160 mmol/l; k = 8.4 mmol/l; cl = 132 mmol/l. Same sample repeated on architect c4000 na, k and cl were normal. No impact to patient management was reported.